Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is unknown. Currently the abdominal aortic aneurysm is 4.9 cm in diameter and the right iliac artery has a 4.6 cm in diameter aneurysm. Currently the vessel morphology was reported as the aortic neck is 31 mm in diameter just below the renal arteries, there is thrombosis in the aortic neck, aortic neck dilatation due to disease progression, and iliac aorta dilatation due to disease progression resulting in an 4.6 cm in diameter aneurysm. A recent CT revealed that the stent graft has migrated distally 3 cm with a proximal type I endoleak. There is loss of seal zone with a distal type I endoleak in the right iliac artery. The physician treated the patient with an endurant 36 aui (rt), 16x24x156 to native rt cia, lt 16x20x156 to external, lt 14mm amplatzer plug in lt eiea and a femoral to femoral bypass. Aneurysms were successfully treated and aneurx was completely excluded. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).